Manufacturer narrative:
See manufacturer report # 2029214-2022-00696 for the other pipeline involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two pipelines failed to open distally. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the internal carotid artery. The patient's vessel tortuosity was moderate. It was reported that both devices failed to open distally and had to be recaptured after several resheathing attempts. A different pipeline was later deployed. The middle of the pipelines had been positioned in a bend, and more than 50% had been deployed when they failed to open. The pipelines had been resheathed 2 or less times. No additional steps were taken to open the devices. The second pipeline also failed to open in the middle section. The patient did not experience any injury or complications. Angiographic results post procedure was said to be clean with no infarct or thrombus. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a marksman microcatheter.